Event description:
During an initial implant procedure, it was difficult to advance the stylet down the left ventricular (lv) lead body. While attempting to remove the stylet, the resistance was felt and force was required to remove the style. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The device was returned for analysis. Analysis confirmed the reported event and there was completed analysis of the lead. The style/guidewire that was used in the field was not returned with the lead. Visual inspection found that the inner coil was offset at the proximal region. X-ray examination also found the inner coil was bunched up inside the connection region. Both of these findings are consistent with procedural damage. The stylet / guidewire insertion/ removal could not be tested due to the bunched up inner coil inside the connector region and offset inner coil at the proximal region. It was noted that electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was also measured to be within specification. The findings for the cause of the event was consistent with procedural damage.